Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) began to emit a constant beep tone around 1:00 am on november 5, 1999. Interrogation of the ICD noted a possible device malfunction had occurred. The ICD was removed and replaced. Evaluation of the lead system at the replacement procedure noted no abnormalities.